Event description:
Device malfunction: device #1 cuff miss. Time of malfunction vessel closure. Symptoms/ae: thrombus. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure, using a pre-close technique. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A 14fr sheath was inserted to complete the impella procedure. Hemostasis was achieved using manual compression. Reportedly, following the procedure, the pt developed thrombus. The proglide devices are not believed to have caused or contributed to the thrombus. The thrombus was treated with a thrombectomy catheter. There were no other adverse pt sequelae reported. Though requested, no additional info was available.

Manufacturer narrative:
Device #2 and 3: part #12673-03, lot #83002-6h are being filed under a separate medwatch MFR numbers. The device was received. Investigation is not complete.